Event description:
It was reported that there was a connection/fitting problem with the level 1 hotline disposable. The customer later determined that the issue was not with the tubing. No patient injury or complications were reported in relation to this event.